Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received multiple check settings alarms. The customer's blood glucose level was 76 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was programmed with the correct date and time and monitored for 24 hours. No unexpected alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.